Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: 7045.

Event description:
Rxsight was informed of a report that a capsule tear occurred during implantation of the light adjustable lens (lal, sn (B)(6), +23.5d). The lal was removed from the eye and a vitrectomy was performed. A new lal was implanted in the eye and placed in the sulcus.